Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing just distal to the luer hub. The catheter met specifications during electrical testing and temperature testing, and no fiber fractures were detected. Additionally, no leaks were detected at the distal end of the catheter. Microscopic inspection revealed the irrigation luer is concentric within the luer hub, however, the luer appeared to be damaged.

Event description:
This report is to advise of an event observed during analysis confirming a leak in the catheter.